Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported no communication was confirmed and was due to depleted battery. With an external power supply attached, the device functioned normally; no high current was detected during testing and the power consumption was normal. A longevity calculation was performed and was found to be within the expected limits. The original battery was sent to the vendor for further evaluation and no anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that prior to the procedure, the patient had a cardiac arrest. CPR was administered. Premature battery depletion led to an output failure and cardiac arrest. After the procedure, the patient was discharged in stable condition.

Event description:
It was reported that the patient experienced a syncopal episode and was taken to ER. Unable to interrogate or reprogram the device. A temporary pacing wire was placed and the patient was transferred to another hospital. The device was explanted and replaced successfully.